Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd angiocath¿ IV catheter there was an issue with foreign matter.

Manufacturer narrative:
Investigation summary: received in bd sandy unused one unit in an open package in accordance with 11/16/2018 the angiocath 22g x 1.00in product, catalog 381123, lot number 7209786. A complaint history check was performed and this is the fourth related complaint reported with the defect/condition of foreign matter with lot #7209786 regarding item #381123. A review of the device history record was completed for sub-assembly# 004713bjf lot 7207671 manufactured from 31-jul-17 to 30-aug-17 in acam03 machine used in claimed lot 7209786. This lot was reviewed regarding the tests of ¿foreign matter¿ and ¿catheter damaged¿ on the product and were not evidenced records that could lead to claimed defect. There are no quality notification (qn) or nonconformity report of "foreign matter" and ¿catheter damaged¿ that could lead to this complaint for the claimed lot and sub assembled lot. Investigation conclusion: the sample was sent to franklin lakes for ftir testing, the analysis shows that this material has components similar to those of carboxylic acid amine salt (possibly a degradation product), silicone, and polypropylene. On 07/01/2019 by (B)(6). Analysis was made of the received sample and the foreign matter was loose component. Root cause description: the probable root cause of this foreign matter composed components similar to those of carboxylic acid amine salt (possibly a degradation product) and polypropylene and may have joined with silicone forming the foreign matter found in the device. It may have originated during the assembly process of the angiocath product which may be related to the problem of excess silicone originated from the machine. Rationale: a corrective action project (CAPA (B)(4)) has been initiated to investigate the issue.

Event description:
It was reported with the use of the bd angiocath¿ IV catheter there was an issue with foreign matter.